Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 09/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: during investigation, the pump was returned with moisture in the battery compartment. All of the keypad buttons were responsive to user presses. There was no physical damage on the keypad. The keypad was removed and there was no contamination or moisture found. A leak test failed due to a battery compartment leak. The pump was opened and there was moisture found on the keypad flex connector. Unrelated to the original complaint, the battery compartment was observed to be cracked.